Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The date of event was not provided. . Date of event has been populated with (B)(6) 2023. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap detachment occurred. It was reported that the preface® guiding sheath with multipurpose curve was in the patient¿s body when the cap fell off which apparently should not have happened based on the physician's feedback. The physician later mentioned that he felt that the sheath felt different during maneuverability. They believe it may be the brim cap but not entirely sure. The physician was asked for clarification at the time, and he mentioned that the cap is broken, and it shouldnt have happened. They believed that the brim cap did get discharged from the sheath. The sheath was used on the patient at the time of occurrence but they do not believe air entered the patient¿s body, hence there were no patient consequences. There was a little blood lost when the sheath was removed from the patient¿s body, but they dont know the volume of blood lost, it didnt seem like too much of a concern to the physician.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap detachment occurred. It was reported that the preface® guiding sheath with multipurpose curve was in the patient¿s body when the cap fell off which apparently should not have happened based on the physician's feedback. The physician later mentioned that he felt that the sheath felt different during maneuverability. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and then to the manufacturer for further investigation. The evaluation has been completed. Visual analysis of the returned sample revealed no damage or anomalies on the device. Dimensional analysis was performed and it was found within the specifications. A device history record review was performed, and no internal actions related to the reported complaint were identified. The complaint reported by the customer was not confirmed since due the nature of the complaint, the event reported could not be properly evaluated. However, the outer diameter (od) of the sheath was dimensionally tested at three points of the component, and it was found within specification. No damages nor anomalies were found on the components of the returned unit. The exact cause of the reported event could not be conclusively determined during the analysis, however, procedural factors and /or handling process may have contributed to this issue. Neither phr review nor the product evaluation results suggest that the failure reported is related to the manufacturing process. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 28-feb-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).